Manufacturer narrative:
Continuation of medical devices: product ID ep003994s. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a radiofrequency (rf) procedure, when the transeptal puncture was perform from the right to the left atrium, a pericardial effusion and perforation occurred in the left atrium "heart roof" as well as a cardiac tamponade. A pericardiocentesis was performed as well as heart surgery with a sternotomy. The hospitalization stay was extended. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.